Event description:
In 2002, the MFR received a medwatch report (uf# not provided) from the user facility that states the following: pt has a history of cystic fibrosis. On june 2001 the device in question was placed at the user facility by the general surgeon that had been referred by pulmonary physician. After insertion, the surgeon tested the device. The product operated properly at that time. The product was inserted for administration of antibiotics. In jan 2002 the device catheter could not be flushed. The same day a x-ray revealed the device catheter was located in the pulmonary artery. The coiled device catheter was retrieved from the pulmonary artery via a right femoral arteriogram performed by the radiologist. The pt was admitted for a short stay observation period and discharged the same day. The surgeon removed the device one month later with the insertion of a new device.